Event description:
It was reported that the patient¿s right implantable neurostimulator (ins) was implanted first. In 2013, the left ins was implanted and they revised the right lead. The right lead was revised on 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Correction: the right lead was revised on 2013-(B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# v813549, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v813549, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).